Event description:
The user facility alleges four events where the plastic cylinder detached from it's adhesive base. Two events required patient reintubation. There was no patient compromise for any of these alleged events.